Manufacturer narrative:
The vyaire medical factory service received the suspect component, a 3100a 3-ohm driver assembly. An evaluation of the component duplicated the reported issue and isolated the issue to material fatigue. The center pole on the driver was out of alignment and no investigation was possible due to the condition of the component.

Manufacturer narrative:
Vyaire medical complaint number (B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr performed the (B)(6)preventative maintenance. The fsr installed the (B)(6) preventative maintenance kit and driver and performed the operational verification procedure. The device meets manufacturer's specifications.

Event description:
The customer reported that the power knob on the ventilator was not calibrated and went from a setting of 3 to 14. There was no patient involvement associated with this issue.